Manufacturer narrative:
(B)(4). Non-covidien service provider checked the ventilator and was not able to duplicate the reported issue. The provider reported that the unit passed all testing and operates within the manufacturing specifications. Covidien was not authorized to evaluate the device.

Event description:
It was reported that, while in use on a patient, the ht70 ventilator had a power pack battery failure. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. .